Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the suture had broken during an ovariohysterectomy operation. The animal was asleep and its abdomen was open.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle attached to the thread and the thread is not wound on the pack, seems unused. Knot pull tensile strength results conducted on the open sample received is 5.82 kgf in average and in minimum and fulfils ep requirements: 3.97 kgf in average and 1.89 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the open, unused sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the open sample received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.